Manufacturer narrative:
The actual device was returned for evaluation and upon inspection, it was found that a cutter device was stuck in the attachment device. The device is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The attachment device evaluated and the reported condition of overheating was not confirmed. It was noted that a pre-repair assessment could not be performed on the device to duplicate the reported heat failure due to the condition of the received attachment, thus heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the attachment device had a cutter stuck inside it. The device was taken apart and it was obvious that excessive dried blood residue, and corrosion in the ball bearings caused the failure. The root cause of the failure had been worn bearings caused by exposure to organic debris and materials which led to corrosion. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing it was observed that the angle attachment device was overheating. This event did not occur during surgery. It was not reported if there was delay in a scheduled surgical procedure, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown; however, the reporter stated that the event occurred in (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.